Event description:
This supplemental report is being filed to provide additional information that this device had a battery depletion error. The battery is at 2% remaining. Technical services advised to schedule a replacement procedure. The device remains implanted. There were no adverse patient effects. It was reported that, during an office visit, the device could not complete the software update. The patient has not had the device checked in over five years. The device has been implanted greater than eight years. Technical services advised the device may be non-functional. The device remains implanted. There were no adverse patient effects.

Event description:
It was reported that, during an office visit, the device could not complete the software update. The patient has not had the device checked in over five years. The device has been implanted greater than eight years. Technical services advised the device may be non-functional. The device remains implanted. There were no adverse patient effects.